Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿air/water channel clogged¿ was confirmed. The following findings were also noted during device evaluation: flexibility adjustment ring has a scratch, grip is shaved, air/water cylinder has no color, suction-cylinder has no color, plug unit is damaged, scope connector cover unit is dirty due to water leakage, due to burn on plastic distal end cover, insulation resistance value at distal end does not meet specifications, due to clogging of nozzle, water supply volume does not meet specifications, due to wear of angle wire, bending angle in down/right direction does not meet the standard value, objective lens has a crack, light guide lens has a crack, and connecting tube has a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope air/water channel clogged during an unknown procedure. Upon inspection and evaluation, the air/water cylinder and tube, auxiliary channel, and adhesive on the bending section had foreign materials. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.